Manufacturer narrative:
Date of event: (B)(6) 2021. Reported: 02feb2021.

Event description:
The customer called into philips to request the part information for a replacement touchscreen. The device was not in clinical use at the time of the event. The touchscreen was found to not be working while setting up for use. There was no delay to patient therapy and another v60 was used. The device was evaluated by the customer with assistance from a philips remote service engineer (rse). The customer requested the part information to order a replacement touchscreen. A good faith effort was made to the customer who stated that the touchscreen was replaced and the device returned to full functionality and was placed back into service.